Manufacturer narrative:
A4 - weight: 120. H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient with diabetes did not need emergency services and that blood glucose did resolve with manual bolus and infusion site changes. The patient did not require medical services, the manual bolus resolved symptoms and blood glucose. After the vomiting subsided and mom had time to inspect the infusion site, she noticed it was bent. There was patient involvement/no harm reported.